Event description:
It was reported that this implantable cardioverter defibrillator exhibited tones. The patient spoke with their health care professional (hcp) in which a high out of normal range impedance measurement was observed. Technical services discussed options with the hcp. The clinic would address the lead issue. It is unknown at this time whether this was a right atrial or right ventricular impedance measurement. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that noise was observed on the right ventricular (rv) rate sense, which was being oversensed. This patient was not pacemaker dependent at that time. The rv lead was surgically abandoned and this ICD was replaced at that time due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b1 from adverse event and product problem to product problem.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited tones. The patient spoke with their health care professional (hcp) in which a high out of normal range impedance measurement was observed. Technical services discussed options with the hcp. The clinic would address the lead issue. It is unknown at this time whether this was a right atrial or right ventricular impedance measurement. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that noise was observed on the right ventricular (rv) rate sense, which was being oversensed. This patient was not pacemaker dependent at that time. The rv lead was surgically abandoned and this ICD was replaced at that time due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited tones. The patient spoke with their health care professional (hcp) in which a high out of normal range impedance measurement was observed. Technical services discussed options with the hcp. The clinic would address the lead issue. It is unknown at this time whether this was a right atrial or right ventricular impedance measurement. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that noise was observed on the right ventricular (rv) rate sense, which was being oversensed. This patient was not pacemaker dependent at that time. The rv lead was surgically abandoned and this ICD was replaced at that time due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited tones. The patient spoke with their health care professional (hcp) in which a high out of normal range impedance measurement was observed. Technical services discussed options with the hcp. The clinic would address the lead issue. It is unknown at this time whether this was a right atrial or right ventricular impedance measurement. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.